Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment and loss of capture, which was confirmed by x-ray. At this time, this ra lead remains in service. No additional adverse patient effects were reported.